Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed in the patient's room. During insertion, the clinician was using the vps and received an illuminated blue bullseye for a period of time. At which time, a chest x-ray was performed and showed the catheter was in the right internal jugular. As a result, the catheter was repositioned by the clinician. There was no delay in treatment and no patient death or complications reported.